Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. The cartridge was successfully loaded to address the issue. Customer's blood glucose (bg) level was approximately 250 mg/dl. Additionally, it was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Bg was 550 mg/dl and manual injections were used to correct.